Event description:
After completion of root canal therapy with the senendo omniclean gentlewave system, it was observed by the endodontist that the expected volume of treatment fluid was not consumed. No patient injury was reported in this event.

Manufacturer narrative:
A field service engineer service the device in question at the endodontist's office. The engineer discovered that a component of the fluid bottle (female) connector was broken which interrupted fluid delivery into the system. The engineer simulated the failure by running three treatment cycles of the system to completion. The cyclers verified the user's description of the event. The engineer replaced the bottle cap, which includes the female connector with "new from stock" parts and subsequently ran multiple cycles to ensure the appropriate volume of fluid was being delivered to the system. After the components were replaced, a system test was conducted and resulted in the system performing within specification. This service activity is consistent with sondendo's preventive maintenance plan for the system fluid bottles.